Event description:
Reported elevated blood glucose (400 mg/dl), while wearing the device. When patient disconnected from site, and programmed a bolus., insulin dripped from the end of the infusion set tubing. Patient suspects the device may not have been delivering basal insulin properly. No error messages were generated by the device. Patient self-treated by switching to back-up device (using all new supplies) and blood glucose began to decrease.